Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - extraction instruments: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that in (B)(6) 2020, the patient underwent surgery for femoral shaft fracture with afnj implants at another hospital. After surgery, on (B)(6) 2021, revision surgery for removing implants was performed. In the revision surgery, it was found that the endcap had not been inserted fully. There seemed to be a high possibility that the threaded part on the nail had been broken. The surgery was completed with 60 minutes delay. The health hazard due to this event is prolongation of operation time and expansion of incision. The patient outcome is stable. It was noted on (B)(6) 2021 that unk - extraction instruments: trauma to capture the extraction screw since " the surgeon tried to connect an extraction screw to the nail but couldn¿t. The surgeon tried to connect the extraction screw to the nail by adding a skin incision and visually checking it but could not do so. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) unk - extraction instruments: trauma. This is report 1 of 3 or complaint (B)(4).